Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of wedge segmental resection procedure, the surgeon fired the device, then checked the monitor, however they found a yellow material on the display and retrieved it. The tip of the yellow shipping wedge was broken. The sales rep confirmed that the setting of the device and checking if the jaws were completed with no problem. The part fell into the patient's cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.